Manufacturer narrative:
Upon reassessment, the reported flow rate failure mode has been determined to be non-reportable. Events involving a slower flow rate are not reportable when flow rate accuracy is below -5% but above -15% specification. The severity of this failure is 1 - inconvenience or temporary discomfort. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint #: (B)(4).

Manufacturer narrative:
There are no previous complaints on the device related to the issue. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the 30 psi value (p.I) failed under the required parameters and the flow rate testing failed. When the pressure was set at 30 psi, the psi was at 20 it was not the 23 or more that was needed to pass test.. The flow rate testing failed due to a deviation of -5 which does not meet the standard rate of +/- 4.5%. The pump needed to be calibrated. The pump calibration confirmed to have successfully addressed the issues. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Event description:
On 08/29/2024, znyo medical received a report that during the preventive maintenance (pm), the device had failed the 30 psi and the floowrate test. When the pressure was set at 30 psi, it set at 20 psi which was not the 23 or more that was needed to pass the test. The flow rate testing failed due to a flowrate deviation of -5. No patient was involved.